Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that on 15 wt cardiology, the product was used on a PICC line and was leaking at the connection site the product was immediately changed. There was no patient harm.

Event description:
The customer reported that on 15 wt cardiology, the product was used on a PICC line and was leaking at the connection site. The product was immediately changed. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connection site was confirmed. Visual inspection of the set showed a vertical crack at the top of the maxzero female luer access, extending from the female luer surface of the connector in the direction of fluid flow. There were no other anomalies observed. Functional testing confirmed leaking at the maxzero connection. The root cause of the vertical crack was not identified.